Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs were reviewed and show the dp sensor starting off out of range and slowly drifting back to an acceptable value and stabilizing. The root cause of the placement signal issue was determined to be sensor drift, and the cause of the sensor drift was unable to be determined as no product was returned for review. The root cause of the introducer issue was unable to be determined as no product was returned for review. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant stated that the impella rp exhibited an optical sensor issue. Ultimately, the decision was made to withdraw care, and the patient expired.